Event description:
Boston scientific received information via latitude remote monitoring that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) defibrillation lead exhibited a low shock impedance measurement less than 20 ohms. A boston scientific technical services consultant advised bringing the patient in for additional troubleshooting. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the patient was not brought into the clinic for further troubleshooting. The date that the low shock impedance occurred the patient was having an ablation procedure and the physician felt it was related to the procedure. At this time there were no plans for intervention.